Event description:
It was reported that the patient underwent an open tlif at l4-5-s1 with implant of interbody devices and posterior pedicle screw/rod fixation. While tightening a break-off setscrew to reduce the rod, the tulip head of the fixed angle screw broke off before the break-off screw could break. The screw was removed and replaced with no further complications. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.